Event description:
It was reported that during a diagnostic colonoscopy the doctor felt the scope was not rigid enough to be effective and resulted in a large sigmoid loop that caused a perforation. The doctor used another scope and detected the perforation. The patient was taken to the operating room to fix it.